Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed with no complications noted. A revision was performed due to a loose stem. No wear was identified to the liner, and osteolysis was not mentioned in the medical notes. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. No problem was found with the liner. The provided medical records did not indicate any signs of osteolysis or wear to the liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision approximately 9 years post implantation due to loosening and osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products:¿ 01.00121.000 alloclassic stem 2546573 00801803214 femoral head 62516810 unknown cup unknown part and lot report source australia. Product will not be returned to zimmer biomet for the investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.